Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient always had difficulty finding the right spot when charging, and when the patient lost weight it got easier and when they gained weight back it got more difficult. The patient also reported that they were unable to charge their ins about 2 years prior to the report; the patient said the last successful ins recharge was more than approximately 2 years ago. The patient stated they were unable to charge their ins and they wanted to make an appointment with a manufacturer representative (rep). The patient said they called before and they were told they need to make an appointment but they procrastinated; an email was sent to the local fields reps. No further complications were reported/anticipated. Additional information was received. It was reported that the ins had been off for over a year and the caller was on the 3rd jumpstart. The caller reported they had been trying to recover the ins for 5 hours. It was discussed with the caller that damage to ins may be enough to where the patient would expect to recharge and discharge more frequently due to the extended time of being in an od.